Event description:
It was reported that this patient received an inappropriate tachy shock due to an inadequate vector sensor configuration. In addition, low amplitude signals disabled the smartpass feature. This subcutaneous implantable cardioverter defibrillator (s-ICD) system vector configuration was changed to secondary, the smartpass feature was re-enabled, and the patient was continued to be monitored. Further information was received indicating this patient received another inappropriate tachy shock due to the same vector issues. Noise was able to be reproduced with every maneuver in both primary and secondary configuration, and alternate is not option for this patient. Eventually, the s-ICD system was replaced with a transvenous system due to the previously mentioned issues. This s-ICD is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient received an inappropriate tachy shock due to an inadequate vector sensor configuration. In addition, low amplitude signals disabled the smartpass feature. This subcutaneous implantable cardioverter defibrillator (s-ICD) system vector configuration was changed to secondary, the smartpass feature was re-enabled, and the patient was continued to be monitored. Further information was received indicating this patient received another inappropriate tachy shock due to the same vector issues. Noise was able to be reproduced with every maneuver in both primary and secondary configuration, and alternate is not option for this patient. Reportedly, a system revision or a replacement with a transvenous system will likely be performed. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate tachy shock due to an inadequate vector sensor configuration. In addition, low amplitude signals disabled the smartpass feature. This subcutaneous implantable cardioverter defibrillator (s-ICD) system vector configuration was changed to secondary, the smartpass feature was re-enabled, and the patient was continued to be monitored. Further information was received indicating this patient received another inappropriate tachy shock due to the same vector issues. Noise was able to be reproduced with every maneuver in both primary and secondary configuration, and alternate is not option for this patient. Eventually, the s-ICD system was replaced with a transvenous system due to the previously mentioned issues. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.